Event description:
It was reported that harmonic scalpel handpiece was used during a laparoscopic nissen fundoplication. The handpiece emitted a solid tone; switched handpieces. There was no consequence to the pt.